Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services indicated that the power consumption in this device is increasing abnormally. Recommendation was made to replace this device due to this anomaly. Additionally, the plan is to send new data for analysis in a few months for a new battery replacement window. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services indicated that the power consumption in this device is increasing abnormally. Recommendation was made to replace this device due to this anomaly. There were no adverse patient effects reported. The device remains in-service.